Manufacturer narrative:
(B) (4). (B) (4). A visual inspection of the incident device revealed that the gray insulation has been scraped off of both the jaw wires. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the patient.

Event description:
The customer reported that the device stopped working during the procedure. The incident device was returned and a visual inspection revealed that the jaw wires were bare.